Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not trigger / neither with the foot switch nor with the handpiece during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in transducer socket, the withstand voltage does not reach the standard in the withstand voltage test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in transducer socket, the withstand voltage does not reach the standard in the withstand voltage test. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.